Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve became blocked after implantation and was revised. The valve was implanted to the patient via vp-shunt due to normal pressure hydrocephalus. Initial setting is unknown. It was reported that the ventricle did not become smaller. The surgeon commented that it may be that living tissue is contaminated in the valve. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected: the valve was returned cut just after the needle guard and needle holes in the silicone were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak and leaked from the needle holes in the silicone housing. The catheters were irrigated, no occlusions noted. The valve was reflux tested and passed the test. The valve was then pressure tested and passed the test. A review of manufacturing records found no discrepancies when the device was released. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.